Event description:
Healthcare provider reports: protime system inr results higher than reference lab. Protime inr 5.7 vs unknown reference lab inr 2.9. Target range: 2 - 3 pt inr. There were no adverse events. There was no change in treatment based on lab results.

Manufacturer narrative:
(B)(4).